Event description:
It was reported that device diagnostics resulted in high impedance (>= 10,000 ohms). X-rays were performed and sent to manufacturer for review. Review of x-rays did not identify any obvious lead fractures; however, the presence of a micro-fracture cannot be ruled out. The lead pin may not be fully inserted into the generator header. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Corrected data: additional information indicates that high impedance was first observed on (B)(6) 2014.

Event description:
Additional information was received stating that the vns patient's device first showed high impedance on (B)(6) 2014. The patient's device was subsequently programmed off. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. The patient was referred for surgery but no known surgical interventions have occurred to date. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin could not be confirmed to be fully inserted into the generator connector block due to the quality of the images provided. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown.